Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they had a fall and broke their hip in multiple places on (B)(6). The caller indicates that they have not felt the stimulation since then. They were able to feel it prior to that. Helped caller connect to implant and increase the stimulation, the caller could not feel it and tried a different program as well. Redirected to their healthcare provider (hcp). Reviewed that the patient can try different settings in the meantime to see if they can get the sensation. On (B)(6) 2025 the patient called back and reiterated "it still isn't working" since (B)(6) 2025. Patient services reviewed with the patient to monitor their symptoms after just having made a change and the patient stated "I couldn't make a change. I just increased it to feel it." Patient services reviewed with the patient that increasing the stimulation was making a change and redirected the patient to follow up with their hcp if they were still concerned and reviewed programming considerations the patient could try in the meantime and the patient stated they'd already tried every setting there was and their hcp couldn't see them until (B)(6) 2025 and it still wasn't working. Patient services sent the patient physician listings at the patient's request. Patient to potentially follow up with a different hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the fall's effect on the implant was not determined. The patient stated the cause of the loss of stimulation was not determined.